Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 11-apr-2023. The customer reported that analyzer s/n (B)(6) was fizzling and smoking when it was docked in downloader recharger (drc) sn (B)(6). The customer also mentioned that the analyzer was warm to touch when the incident occurred, the analyzer was wet from cleaning, and the charging pins were discolored and a few were missing. Failure analysis confirmed the complaint of damaged charging pins via visual inspection upon receipt, but neither the warm condition, the missing charging pins, nor the smoke reported by the customer were reproduced. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer sn: (B)(4) was fizzling and smoking when docked on the downloader. The product was replaced at no charge. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch, failing safe. The product was replaced and is being returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.